Event description:
Report was received from USA stating that the device would not run. It is known that the device was being used during surgery. It is known there were no injuries or medical intervention required. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.